Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the back of upper arm. Product was provided for investigation. An external visual inspection was performed and passed.

Manufacturer narrative:
(B)(4).

Event description:
Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
Subsequent to the initial mdrs, it was determined that reports were submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2025-012751 and 3004753838-2025-012751-01 were reported in error. Please disregard initial reportings of this event as this event has now been deemed not reportable.